Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump received unexpected restart alert and insulin pump had blank display. The customer¿s blood glucose level was 600 mg/dl. The troubleshooting could not be completed as the insulin pump¿s display was not working. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, stop current test, run current test, self test, off no power test and unexpected restart test. No unexpected restart error alarm or blank display noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.